Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06841. It was reported both of the patient's leads had allegedly migrated. As a result, the leads were explanted and replaced. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.